Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation. Therefore, the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sterilization and limulus amebocyte lysate (lal) test records have been reviewed and no abnormalities were detected. Investigation conclusion: unable to confirm the customer experience as no photo / sample is received for investigation. End user risk assessment as per p-eura document, (B)(4), the severity is severe (s4) occurrence rate = (complaint received / batch quantity) x 1,000,000, = (1 / 1,052,000) x 1,000,000, = 0.95 ipm which is improbable (o1), the risk is acceptable as per ms-qs-034. Root cause description: there was no abnormality (sealing defect) detected during the production of the reported batch. The biological indicator is within the acceptance criteria. Therefore the root cause could not be determined. Rationale: the complaint will continued to be tracked and monitored.

Event description:
It was reported that the needle eclipse 18x1-1/2 rb was not sterile. This was found prior to use, and this complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "we recently had sterility testing failures on our final product and are working on investigating the cause for failures. Although we have not identified a specific cause or material, I am reaching out to all manufacturers of the sterile products used in the production of these batches to see if there had been any concerns or complaints from other customers regarding these product lot numbers."